Manufacturer narrative:
H10: added PMA/510(k)number on g4. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a complaint history review, manufacturing record review, instructions for use review, and a historical escalation review could not be conducted. A review of risk management files could not be performed due to insufficient information. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4). Literature: medium-term clinical outcome of encircled suture for repair of medial meniscus bucket-handle tear. Doi: 10.7507/1002-1892.201611025.

Event description:
It was reported that on literature review ¿medium-term clinical outcome of encircled suture for repair of medial meniscus bucket-handle tear¿, two patients experienced knee locking, pain, limited mobility after surgery with a fast-fix. It was treated with a revision surgery. No further information is available.